Manufacturer narrative:
If explanted, give date: not applicable, as lens remains implanted, not explanted. The device is not returning for evaluation as lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there were 6 cases of toxic anterior segment syndrome (tass). It was learned that for this event, the visual symptoms are not debilitating. Treatment provided was intensive topical steroids. The following meds were also given but was noted as the doctor's standard care, prolensa everyday, inveltys 2x/day, moxifloxican 2x/day, latanoprost every hour, added combigan 2x/day for intraocular pressure control. It was stated that current patient status is that the inflammation/corneal edema resolved, best corrected visual acuity (bcva) 20/20. Intraocular lens (iol) remains implanted. No additional medical or surgical intervention required. The other products are not being returned for evaluation. Additional information received noted that the customer investigated the cases. However, root cause for the tass has not been determined. No other information was provided. This report is 2 of 6 cases for tass capturing the event for the intraocular lens (iol). Separate reports are being submitted for each of the other products involved.